Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a 35-volt (v) power supply fault. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.